Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to event date has been updated and provided in b3 section of this report.

Event description:
The customer reported that they were hospitalized due high blood glucose and diabetic ketoacidosis on (B)(6) 2021. User stated they were hospitalized for 2 days. The users blood glucose at time of hospitalization was 416 mg/dl. User stated they were feeling sick/unwell and were tired/weak at time of hospitalization. User stated they did a test for ketones and the result was diabetic ketoacidosis. At the time of the call user stated they had nausea due to high blood glucose. User stated they treated their high blood glucose with a manual injection but did not state if it was the high blood glucose at time of call or high blood glucose at time of hospitalization. User stated they got an alarm early sunday morning ((B)(6) 2021) and no total daily dose for (B)(6) 2021 - (B)(6) 2021. Customer was not using auto mode feature at the time of event. The insulin pump will be returned for the analysis.

Event description:
Customer reported via phone call that they were hospitalized on december 26, 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose level was 416 mg/dl. Customer was treated with insulin pen or manual injection for high blood glucose. Customer stated symptoms related to high blood glucose that were nausea and weakness. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. Customer ketone test was positive. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer was hospitalized for high blood glucose's. The customer stated she got an alarm early sunday ((B)(6) 2021). The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. Reviewed the pump history file, there was no insulin pump alarms in the formatted history file or in the insulin pump alarm history screen on (B)(6) 2021 to (B)(6) 2021. The insulin pump was programmed and monitored for 2 days. No pump e/a alarm noted. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. Reviewed the pump history file, there was no insulin pump alarm listed in the formatted history file or in the pump's alarm history screen on (B)(6) 2021 to (B)(6), 2021. Device was programmed and monitored for 2 days. No pump e/a alarm noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.